Event description:
It was reported the customer a sensor error alert on their insulin pump. Customer also reported the alerts were recurring. It was also found the customer had differences between their sensor glucose and blood glucose readings. Customer's blood glucose would be 50 mg/dl and their sensor glucose was 280 mg/dl. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.